Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited position lead check fail and intermittent undersensing. The right ventricular (rv) lead exhibited high thresholds, short ventricular to ventricular intervals and oversensing. The lead remains in use. No patient complications have been reported as a result of this event.